Event description:
It was reported that the customer experienced a malfunction with their pump, indicated by code 16-0x20e6. There was no information regarding the impact on the customer's blood glucose level. The customer was instructed to return the pump for further inspection, and a replacement pump with serial number (B)(6) was issued.